Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. In addition, the customer received a lost sensor. The customer's blood glucose was 512mg/dl. Customer's current blood glucose was 211mg/dl. The customer was treated with insulin shot. The customer stated the high blood glucose was due to the sensor not tracking her blood glucose rising.